Event description:
A nurse reported that a pt experienced an episode of peritonitis on an unk date in (B)(6) 2014. The sample was discarded and is not available for return. The lot numbers are unk. According to this nurse, the occurrence of peritonitis was due to the pt reusing the stay safe cap. The pt has since been re-educated on aseptic technique and the important of not reusing disposable dialysis product. As of (B)(6) 2014, effluence expressed from the peritoneal dialysis catheter is clear, the signs and or symptoms of peritonitis have resolved, and the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental report will be submitted upon completion of the plant's investigation.